Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the centrifugation time was very short and that the patient's diagnosis can lead to very high alp results.

Manufacturer narrative:
The customer indicated that the patient was transferred to another facility for further treatment. This transfer was not as a result of the erroneous results. No additional information about the further treatment was provided.

Event description:
The customer received questionable results for alp ifcc gen.2 (alk) on one patient sample. All results are in u/l. The patient had an initial alk result of 45, using a dilution on cobas integra 400+ (i400+) analyzer (B)(4). This result was reported outside of the laboratory and was questioned by the physician. The sample was run on this i400+ and generated a result of 41, using a dilution. This result was reported outside of the laboratory with a message that this result may have been discrepant. The sample was repeated on the same analyzer and generated a result of 2383, using a dilution, which was not reported out of the laboratory. It is unknown what result the customer deemed to be the correct result. There was no adverse event. The lot of alk reagent in use was 67516301, with an expiration date of 10/31/2013. The field service representative determined the cause to be an issue with the patient sample. He could not find a sample in the range of the sample in question. No sample was available for re-testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).